Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to rewind insulin pump even after battery change. Customer reported of reprogramming insulin pump after changing batteries and received an unexpected restart alarm. Customer's blood glucose was 600 mg/dl due to being off of insulin pump all that day due to being at a water park. Customer was assisted in reprogramming time and was able to rewind. Customer was advised to may have been delivering a bolus. Insulin pump passed self-test. Customer was advised to call back should issue persist.